Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed inaccurately low results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a medical surveillance specialist and a senior cca. The patient reported that she started having issues with the meter on (B)(6) 2018, and in the early hours of (B)(6) 2018, she obtained an alleged inaccurately low blood glucose result on the subject meter of ¿117/119 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It appears that the patient manages her diabetes with insulin (no adjustments). She reported that she developed symptoms of ¿headaches and feeling very sick¿, which she associated with high blood sugar levels; it is unclear if the reported symptoms started before or after the reading was obtained. The patient stated that she went to the hospital where a blood glucose result of ¿527 mg/dl¿ was obtained on the ER/hospital meter. She stated that she received treatment of insulin by ¿IV or needle¿ as her ¿sugar was so high¿. She reported that she was discharged from hospital at 2pm on (B)(6) 2018, with advice to increase her insulin dose to 60 units of humalog r and 24 units of humalog n for the following two weeks. During troubleshooting, the cca noted that the patient¿s test strips had expired in (B)(6) 2017, invalidating the results obtained on the subject meter. The patient was advised to dispose of the expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining an alleged inaccurately low blood glucose result on the subject meter.